Manufacturer narrative:
G4:15dec2020. B4:17dec2020. The visual inspection of the customer returned power switch overlay assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the power switch overlay assembly into a fi ventilator to duplicate the reported issue of a power light emitting diode (led) failure. The fi technician identified the power led failure was caused by the power on (red) led trace being broken and causing the reported error code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24sep2020.

Event description:
The customer reported that the alarm power light emitting diode(led) went out. The device was not being used on a patient at the time of the event. The philips service engineer (se) evaluated the ventilator and confirmed the reported problem which was traced to a faulty power switch overlay. The se replaced the power switch overlay to resolve the issue. The device successfully passed all required testing, and remains at the customer site.